Event description:
It was reported that the patient never had therapeutic effect and had acute pain. The patient stated that stimulation therapy was not effective for him and ¿it made it worse.¿ the patient was implanted to treat pain caused by nerve problems near his ¿el joint¿ and a lead wire was placed ¿right over the el joint.¿ the patient stated that during implant surgery he ¿kicked a hcp in the head when they located the source of his pain.¿ the patient also stated that after stimulation was implanted he had ¿nerve seizures¿ where his muscles tightened up around his nerve and it felt like he had a ¿ten inch butcher knife in his back.¿ the patient noted that this happened directly after his first surgery. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3887-45, lot# l60669, implanted: (B)(6) 1999, product type: lead. Product ID: 3272-10, serial# (B)(4), implanted: (B)(6) 1999, product type: receiver. Product ID: 3887-45, lot# l60669, implanted: (B)(6) 1999, product type: lead. (B)(4).